Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tibial nail advanced ø9 l285 was observed wit signs of usage, and the distal polymer inlay was noted with damages, there are heavy nicks and scratches. Surgical technique guide. The tibial nail advanced is cannulated and can be inserted over reaming rods with a diameter of up to 3.8 mm at their widest point. Compatible reaming rods will pass through the dedicated hole in the center of the aiming. Damage of the distal inlay is likely caused by a pushing and pulling the reaming rod in attempt to get it through the smallest part of the inlay. The compatibility of the reaming rod needs to be checked trough the dedicated hole in the center of the aiming arm. Damage of the proximal inlay could be caused by rotation of the reaming rod while its tip was trapped inside the proximal inlay. This caused rotation of the inlay with respect to the nail and shear of the latch feature of the proximal inlay. A dimensional inspection for the tibial nail advanced ø9 l285 was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to mating device was not received to asses the interaction of the devices. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø9 l285 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a device history part #: 04.043.115s, lot #: 541p614, manufacturing site: jabil bettlach, release to warehouse date: 03, january 2022, expiry date: 01, december 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent osteosynthesis surgery for a tibial shaft fracture with the tibial nail in question. After nail insertion, the reaming rod couldn¿t be removed. The nail and reaming rod were removed because the nail was probably stuck into the bone. The surgeon stopped using the nail because the bone was stuck into the nail, and another nail (9mm-300mm) was used. The surgery was completed successfully with a 30 minute delay. No further information is available. This report involves one tibial nail-advanced / 9mm 285mm / sterile. This is report 1 of 1 for (B)(4).